Event description:
It was reported that a repair was called in on the device reporting that the bulb had suddenly turned off during a case. It was further reported that the device restarted and subsequent light intensity was reduced. The device was reportedly switched out and there was no significant delay or harm to the pt.

Manufacturer narrative:
Additional info from will be provided once the investigation is completed.